Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that the cycler had persistent patient line (pl) is blocked messages and had to cancel treatment in fill 1 of 4. When the cassette was removed, the patient noticed that there was a fluid leak. The patient stated that manual therapy will be taken until a replacement cycler is received. There were no reported patient adverse reactions or medical intervention. No further information has been made available at this time. The patient was using cassettes from two different lots. This submission documents the use of one of the lots, 17dr08030.